Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain in pelvic region') and genital haemorrhage ('bleeding') in a 48-year-old female patient who had essure (batch no. 708967-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hsg test could not be completed due to excessive pain during the procedure" on (B)(6) 2010. The patient's medical history included hypothyroidism, anxiety, irregular periods, perineal pain, adenomyosis and ovarian cyst. Concomitant products included alprazolam (xanax) and thyroid (armour thyroid). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain / hip pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced back pain ("back pain") and was found to have weight increased ("weight gain / gained weight despite continued calorie restriction and excercise"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("skin rash"), fatigue ("fatigue/tired"), depression ("depression"), cerebrospinal fluid leakage ("spinal tap due to the leak"), menorrhagia ("heavy period"), tendon pain ("pain in my achilles tendon"), pain in extremity ("feet pain"), cartilage injury ("torn labrum in my right shoulder"), asthenia ("weakness"), feeling abnormal ("foggy/brain fog"), amnesia ("short term memory loss"), osteoporosis ("osteoporosis"), muscle atrophy ("muscle loss"), bone pain ("bone pain"), gastrooesophageal reflux disease ("acid reflux"), food allergy ("food allergies and fruit"), diverticulitis ("bout with diverticulitis"), visual impairment ("eyesight has become so weird"), abdominal pain ("abdominal pain"), allergy to metals ("allergic to earring"), abdominal distension ("bloating") and cyst ("cyst") and was found to have fibroma ("fibroid tumors"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and on (B)(6) 2017 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea, tendon pain and pain in extremity had resolved, the genital haemorrhage, back pain, fatigue, menorrhagia, cartilage injury, asthenia, feeling abnormal, amnesia, osteoporosis, muscle atrophy, bone pain, gastrooesophageal reflux disease, food allergy, diverticulitis, visual impairment, abdominal pain, allergy to metals, abdominal distension, cyst and fibroma outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, arthralgia, asthenia, back pain, bone pain, cartilage injury, cerebrospinal fluid leakage, cyst, depression, diverticulitis, dysmenorrhoea, fatigue, feeling abnormal, fibroma, food allergy, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, muscle atrophy, osteoporosis, pain in extremity, pelvic pain, rash, tendon pain, visual impairment and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 119 lbs. Trailing coils left 3, right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: test could not be completed due to excessive pain during the procedure. Doctor concluded that my essure procedure went well and that she felt comfortable that I was occluded properly despite the fact that I couldn't get the hsg. Pregnancy test urine - on (B)(6) 2010: negative. Ultrasound scan vagina - on (B)(6) 2017: adenomyotic uterus, no free fluid, essure coils seen. Concerning the injuries reported in this case, the following one were reported via social media: spinal tap due to the leak . Lot number reported 708967 is invalid. Concerning the injuries reported in this case, the following ones were reported via social media: tendon pain, pain in extremity, cartilage injury, asthenia, feeling abnormal, amnesia, osteoporosis, muscle atrophy, bone pain, gastroesophageal reflux diseases, food allergy, diverticulitis, visual impairment, abdominal pain, allergy metal, abdominal distension, cyst and fibroma. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. New events: pain in my achilles tendon, feet pain, torn labrum in my right shoulder, weakness, foggy/brain fog, short term memory loss, osteoporosis, muscle loss, bone pain, acid reflux, food allergies and fruit, bout with diverticulitis, eyesight has become so weird, abdominal pain, allergy to earrings,bloating, cyst and fibroid tumors", reporter information was added. On 2-oct-2019: fu (5) and (6) were processed together. Pfs receive. The height of the patient was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), back pain ("back pain"), fatigue ("fatigue"), arthralgia ("joint pain"), depression ("depression") and cerebrospinal fluid leakage ("spinal tap due to the leak"). The patient was treated with surgery (to remove the essure implant hysterectomy performed). Essure was removed on (B)(6) 2017. The reporter considered arthralgia, back pain, cerebrospinal fluid leakage, depression, fatigue, genital haemorrhage, pelvic pain and rash to be related to essure. The reporter commented: need for additional surgery. Concerning the injuries reported in this case, the following one were reported via social media: spinal tap due to the leak . Most recent follow-up information incorporated above includes: on 2-feb-2018: content from social media new reporter and event spinal tap due to the leak added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain in pelvic region") and genital haemorrhage ("bleeding") in a 48-year-old female patient who had essure (batch no. 708967-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hsg test could not be completed due to excessive pain during the procedure" on 17-aug-2010. The patient's medical history included hypothyroidism, anxiety, irregular periods, perineal pain, adenomyosis and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain / hip pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced back pain ("back pain") and was found to have weight increased ("weight gain / gained weight despite continued calorie restriction and excercise"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("skin rash"), fatigue ("fatigue"), depression ("depression"), cerebrospinal fluid leakage ("spinal tap due to the leak") and menorrhagia ("heavy period"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and on oct-2017 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia and dysmenorrhoea had resolved, the genital haemorrhage, back pain, fatigue and menorrhagia outcome was unknown and the weight increased was resolving. The reporter considered arthralgia, back pain, cerebrospinal fluid leakage, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 119 lbs. Trailing coils left 3, right 3 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.89 kgs. Hysterosalpingogram - on 17-aug-2010: test could not be completed due to excessive pain during the procedure. Doctor concluded that my essure procedure went well and that she felt comfortable that I was occluded properly despite the fact that I couldn't get the hsg. Pregnancy test urine - on (B)(6) 2010: negative. Ultrasound scan vagina - on 31-mar-2017: adenomyotic uterus, no free fluid, essure coils seen. Concerning the injuries reported in this case, the following one were reported via social media: spinal tap due to the leak . Lot number reported 708967 is invalid. Most recent follow-up information incorporated above includes: on 20-feb-2019: update of information (batch is invalid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain in pelvic region") and genital haemorrhage ("bleeding") in a 48-year-old female patient who had essure (batch no. 708967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hsg test could not be completed due to excessive pain during the procedure" on (B)(6) 2010. The patient's medical history included hypothyroidism, anxiety, irregular periods, perineal pain, adenomyosis and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain / hip pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced back pain ("back pain") and was found to have weight increased ("weight gain / gained weight despite continued calorie restriction and exercise"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("skin rash"), fatigue ("fatigue"), depression ("depression"), cerebrospinal fluid leakage ("spinal tap due to the leak") and menorrhagia ("heavy period"). The patient was treated with surgery (hysterectomy with bilateral salpingo-"oophorectomy" and on (B)(6) 2017 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia and dysmenorrhoea had resolved, the genital haemorrhage, back pain, fatigue and menorrhagia outcome was unknown and the weight increased was resolving. The reporter considered arthralgia, back pain, cerebrospinal fluid leakage, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 119 lbs. Trailing coils left 3, right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.89 kgs. Hysterosalpingogram - on (B)(6) 2010: test could not be completed due to excessive pain during the procedure. Doctor concluded that my essure procedure went well and that she felt comfortable that I was occluded properly despite the fact that I couldn't get the hsg. Pregnancy test urine - on (B)(6) 2010: negative. Ultrasound scan vagina - on (B)(6) 2017: adenomyotic uterus, no free fluid, essure coils seen. Concerning the injuries reported in this case, the following one were reported via social media: spinal tap due to the leak. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- events- "dysmenorrhea (cramping), weight gain, heavy period, hsg test could not be completed due to excessive pain during the procedure" added. Reporter, lot number, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain in pelvic region') and genital haemorrhage ('bleeding/ severe bleeding') in a 48-year-old female patient who had essure (batch no. 708967-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hsg test could not be completed due to excessive pain during the procedure" on (B)(6) 2010. The patient's medical history included hypothyroidism, anxiety, irregular periods, perineal pain, adenomyosis and ovarian cyst. Concomitant products included alprazolam (xanax) and thyroid (armour thyroid). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain / hip pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced back pain ("back pain") and was found to have weight increased ("weight gain / gained weight despite continued calorie restriction and excercise"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("skin rash"), fatigue ("fatigue/tired/ adrenal fatigue"), depression ("depression"), cerebrospinal fluid leakage ("spinal tap due to the leak"), menorrhagia ("heavy period"), tendon pain ("pain in my achilles tendon"), pain in extremity ("feet pain"), cartilage injury ("torn labrum in my right shoulder"), asthenia ("weakness"), feeling abnormal ("foggy/brain fog"), amnesia ("short term memory loss"), osteoporosis ("osteoporosis"), muscle atrophy ("muscle loss"), bone pain ("bone pain/ achy bones"), gastrooesophageal reflux disease ("acid reflux"), food allergy ("food allergies and fruit"), diverticulitis ("bout with diverticulitis"), visual impairment ("eyesight has become so weird"), abdominal pain ("abdominal pain"), allergy to metals ("allergic to earring"), abdominal distension ("bloating"), cyst ("cyst"), fibromyalgia ("fibromyalgia"), anger ("anger"), pruritus ("itchy skin"), costochondritis ("costochondritis"), swelling ("swollen") and chest pain ("chest pain") and was found to have fibroma ("fibroid tumors") and blood heavy metal increased ("high level of heavy metal"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and on oct-2017 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea, tendon pain and pain in extremity had resolved, the genital haemorrhage, back pain, fatigue, menorrhagia, cartilage injury, asthenia, feeling abnormal, amnesia, osteoporosis, muscle atrophy, bone pain, gastrooesophageal reflux disease, food allergy, diverticulitis, visual impairment, abdominal pain, allergy to metals, abdominal distension, cyst, fibroma, blood heavy metal increased, fibromyalgia, anger, pruritus, costochondritis, swelling and chest pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, anger, arthralgia, asthenia, back pain, blood heavy metal increased, bone pain, cartilage injury, cerebrospinal fluid leakage, chest pain, costochondritis, cyst, depression, diverticulitis, dysmenorrhoea, fatigue, feeling abnormal, fibroma, fibromyalgia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, muscle atrophy, osteoporosis, pain in extremity, pelvic pain, pruritus, rash, swelling, tendon pain, visual impairment and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 119 lbs. Trailing coils left 3, right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: test could not be completed due to excessive pain during the procedure. Doctor concluded that my essure procedure went well and that she felt comfortable that I was occluded properly despite the fact that I couldn't get the hsg. Pregnancy test urine - on (B)(6) 2010: negative. Ultrasound scan vagina - on (B)(6) 2017: adenomyotic uterus, no free fluid, essure coils seen. Concerning the injuries reported in this case, the following one were reported via social media: spinal tap due to the leak . Lot number reported 708967 is not valid. Concerning the injuries reported in this case, the following ones were reported via social media: tendon pain, pain in extremity, cartilage injury, asthenia, feeling abnormal, amnesia, osteoporosis, muscle atrophy, bone pain, gastroesophageal reflux diseases, food allergy, diverticulitis, visual impairment, abdominal pain, allergy metal, abdominal distension, cyst and fibroma. Amendment: the report was amended for the following reason: coding correction due to discrepancy between coding action item and match point coder query. Event :costosternal chondrodynia was updated costochondritis . No new follow-up information was received from the reporter. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain in pelvic region') and genital haemorrhage ('bleeding/ severe bleeding') in a 48-year-old female patient who had essure (batch no. 708967-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hsg test could not be completed due to excessive pain during the procedure" on (B)(6) 2010. The patient's medical history included hypothyroidism, anxiety, irregular periods, perineal pain, adenomyosis and ovarian cyst. Concomitant products included alprazolam (xanax) and thyroid (armour thyroid). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain / hip pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced back pain ("back pain") and was found to have weight increased ("weight gain / gained weight despite continued calorie restriction and excercise"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("skin rash"), fatigue ("fatigue/tired/ adrenal fatigue"), depression ("depression"), cerebrospinal fluid leakage ("spinal tap due to the leak"), menorrhagia ("heavy period"), tendon pain ("pain in my achilles tendon"), pain in extremity ("feet pain"), cartilage injury ("torn labrum in my right shoulder"), asthenia ("weakness"), feeling abnormal ("foggy/brain fog"), amnesia ("short term memory loss"), osteoporosis ("osteoporosis"), muscle atrophy ("muscle loss"), bone pain ("bone pain/ achy bones"), gastrooesophageal reflux disease ("acid reflux"), food allergy ("food allergies and fruit"), diverticulitis ("bout with diverticulitis"), visual impairment ("eyesight has become so weird"), abdominal pain ("abdominal pain"), allergy to metals ("allergic to earring"), abdominal distension ("bloating"), cyst ("cyst"), fibromyalgia ("fibromyalgia"), anger ("anger"), pruritus ("itchy skin"), costochondritis ("costochondritis"), swelling ("swollen") and chest pain ("chest pain") and was found to have fibroma ("fibroid tumors") and blood heavy metal increased ("high level of heavy metal"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and on (B)(6) 2017 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea, tendon pain and pain in extremity had resolved, the genital haemorrhage, back pain, fatigue, menorrhagia, cartilage injury, asthenia, feeling abnormal, amnesia, osteoporosis, muscle atrophy, bone pain, gastrooesophageal reflux disease, food allergy, diverticulitis, visual impairment, abdominal pain, allergy to metals, abdominal distension, cyst, fibroma, blood heavy metal increased, fibromyalgia, anger, pruritus, costochondritis, swelling and chest pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, anger, arthralgia, asthenia, back pain, blood heavy metal increased, bone pain, cartilage injury, cerebrospinal fluid leakage, chest pain, costochondritis, cyst, depression, diverticulitis, dysmenorrhoea, fatigue, feeling abnormal, fibroma, fibromyalgia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, muscle atrophy, osteoporosis, pain in extremity, pelvic pain, pruritus, rash, swelling, tendon pain, visual impairment and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 119 lbs. Trailing coils left 3, right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: test could not be completed due to excessive pain during the procedure. Doctor concluded that my essure procedure went well and that she felt comfortable that I was occluded properly despite the fact that I couldn't get the hsg. Pregnancy test urine - on (B)(6) 2010: negative. Ultrasound scan vagina - on (B)(6) 2017: adenomyotic uterus, no free fluid, essure coils seen. Concerning the injuries reported in this case, the following one were reported via social media: spinal tap due to the leak . Lot number reported 708967 is not valid. Concerning the injuries reported in this case, the following ones were reported via social media: tendon pain, pain in extremity, cartilage injury, asthenia, feeling abnormal, amnesia, osteoporosis, muscle atrophy, bone pain, gastroesophageal reflux diseases, food allergy, diverticulitis, visual impairment, abdominal pain, allergy metal, abdominal distension, cyst and fibroma. Most recent follow-up information incorporated above includes: on 2-jan-2020: update of information (batch is notvalid). Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain in pelvic region') and genital haemorrhage ('bleeding/ severe bleeding') in a 48-year-old female patient who had essure (batch no. 708967-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hsg test could not be completed due to excessive pain during the procedure" on (B)(6) 2010. The patient's medical history included hypothyroidism, anxiety, irregular periods, perineal pain, adenomyosis and ovarian cyst. Concomitant products included alprazolam (xanax) and thyroid (armour thyroid). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain / hip pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced back pain ("back pain") and was found to have weight increased ("weight gain / gained weight despite continued calorie restriction and excercise"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("skin rash"), fatigue ("fatigue/tired/ adrenal fatigue"), depression ("depression"), cerebrospinal fluid leakage ("spinal tap due to the leak"), heavy menstrual bleeding ("heavy period"), tendon pain ("pain in my achilles tendon"), pain in extremity ("feet pain"), cartilage injury ("torn labrum in my right shoulder"), asthenia ("weakness"), feeling abnormal ("foggy/brain fog"), amnesia ("short term memory loss"), osteoporosis ("osteoporosis"), muscle atrophy ("muscle loss"), bone pain ("bone pain/ achy bones"), gastrooesophageal reflux disease ("acid reflux"), food allergy ("food allergies and fruit"), diverticulitis ("bout with diverticulitis"), visual impairment ("eyesight has become so weird"), abdominal pain ("abdominal pain"), allergy to metals ("allergic to earring"), abdominal distension ("bloating"), cyst ("cyst"), fibromyalgia ("fibromyalgia"), anger ("anger"), pruritus ("itchy skin"), costochondritis ("costochondritis"), swelling ("swollen"), chest pain ("chest pain"), inflammation ("lingering inflammation or heavy metal settled in brain") and cerebral disorder ("lingering inflammation or heavy metal settled in brain") and was found to have fibroma ("fibroid tumors") and blood heavy metal increased ("high level of heavy metal"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and on (B)(6) 2017 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea, tendon pain and pain in extremity had resolved, the genital haemorrhage, back pain, fatigue, heavy menstrual bleeding, cartilage injury, asthenia, feeling abnormal, amnesia, osteoporosis, muscle atrophy, bone pain, gastrooesophageal reflux disease, food allergy, diverticulitis, visual impairment, abdominal pain, allergy to metals, abdominal distension, cyst, fibroma, blood heavy metal increased, fibromyalgia, anger, pruritus, costochondritis, swelling, chest pain, inflammation and cerebral disorder outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, anger, arthralgia, asthenia, back pain, blood heavy metal increased, bone pain, cartilage injury, cerebral disorder, cerebrospinal fluid leakage, chest pain, costochondritis, cyst, depression, diverticulitis, dysmenorrhoea, fatigue, feeling abnormal, fibroma, fibromyalgia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, heavy menstrual bleeding, inflammation, muscle atrophy, osteoporosis, pain in extremity, pelvic pain, pruritus, rash, swelling, tendon pain, visual impairment and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 119 lbs. Trailing coils left 3, right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: test could not be completed due to excessive pain during the procedure. Doctor concluded that my essure procedure went well and that she felt comfortable that I was occluded properly despite the fact that I couldn't get the hsg. Pregnancy test urine - on (B)(6) 2010: negative. Ultrasound scan vagina - on (B)(6) 2017: adenomyotic uterus, no free fluid, essure coils seen. Concerning the injuries reported in this case, the following one were reported via social media: spinal tap due to the leak . Lot number reported 708967 is not valid. Concerning the injuries reported in this case, the following ones were reported via social media: tendon pain, pain in extremity, cartilage injury, asthenia, feeling abnormal, amnesia, osteoporosis, muscle atrophy, bone pain, gastroesophageal reflux diseases, food allergy, diverticulitis, visual impairment, abdominal pain, allergy metal, abdominal distension, cyst and fibroma. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media received. New events added: lingering inflammation, heavy metal settled in brain. Reporter was added. We have received not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain in pelvic region') and genital haemorrhage ('bleeding/ severe bleeding') in a 48-year-old female patient who had essure (batch no. 708967-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hsg test could not be completed due to excessive pain during the procedure" on 17-aug-2010. The patient's medical history included hypothyroidism, anxiety, irregular periods, perineal pain, adenomyosis and ovarian cyst. Concomitant products included alprazolam (xanax) and thyroid (armour thyroid). On 20-may-2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain / hip pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced back pain ("back pain") and was found to have weight increased ("weight gain / gained weight despite continued calorie restriction and excercise"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("skin rash"), fatigue ("fatigue/tired/ adrenal fatigue"), depression ("depression"), cerebrospinal fluid leakage ("spinal tap due to the leak"), menorrhagia ("heavy period"), tendon pain ("pain in my achilles tendon"), pain in extremity ("feet pain"), cartilage injury ("torn labrum in my right shoulder"), asthenia ("weakness"), feeling abnormal ("foggy/brain fog"), amnesia ("short term memory loss"), osteoporosis ("osteoporosis"), muscle atrophy ("muscle loss"), bone pain ("bone pain/ achy bones"), gastrooesophageal reflux disease ("acid reflux"), food allergy ("food allergies and fruit"), diverticulitis ("bout with diverticulitis"), visual impairment ("eyesight has become so weird"), abdominal pain ("abdominal pain"), allergy to metals ("allergic to earring"), abdominal distension ("bloating"), cyst ("cyst"), fibromyalgia ("fibromyalgia"), anger ("anger"), pruritus ("itchy skin"), chondrodynia ("contochondritis"), swelling ("swollen") and chest pain ("chest pain") and was found to have fibroma ("fibroid tumors") and blood heavy metal increased ("high level of heavy metal"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and on oct-2017 underwent ablation). Essure was removed on 15-may-2017. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea, tendon pain and pain in extremity had resolved, the genital haemorrhage, back pain, fatigue, menorrhagia, cartilage injury, asthenia, feeling abnormal, amnesia, osteoporosis, muscle atrophy, bone pain, gastrooesophageal reflux disease, food allergy, diverticulitis, visual impairment, abdominal pain, allergy to metals, abdominal distension, cyst, fibroma, blood heavy metal increased, fibromyalgia, anger, pruritus, swelling and chest pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, anger, arthralgia, asthenia, back pain, blood heavy metal increased, bone pain, cartilage injury, cerebrospinal fluid leakage, chest pain, chondrodynia, cyst, depression, diverticulitis, dysmenorrhoea, fatigue, feeling abnormal, fibroma, fibromyalgia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, muscle atrophy, osteoporosis, pain in extremity, pelvic pain, pruritus, rash, swelling, tendon pain, visual impairment and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 119 lbs. Trailing coils left 3, right 3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on 17-aug-2010: test could not be completed due to excessive pain during the procedure. Doctor concluded that my essure procedure went well and that she felt comfortable that I was occluded properly despite the fact that I couldn't get the hsg. Pregnancy test urine - on 20-may-2010: negative. Ultrasound scan vagina - on 31-mar-2017: adenomyotic uterus, no free fluid, essure coils seen. Concerning the injuries reported in this case, the following one were reported via social media: spinal tap due to the leak . Lot number reported 708967 is invalid. Concerning the injuries reported in this case, the following ones were reported via social media: tendon pain, pain in extremity, cartilage injury, asthenia, feeling abnormal, amnesia, osteoporosis, muscle atrophy, bone pain, gastroesophageal reflux diseases, food allergy, diverticulitis, visual impairment, abdominal pain, allergy metal, abdominal distension, cyst and fibroma. Most recent follow-up information incorporated above includes: on (B)(6) 2019: added event high level of heavy metal, anger, itchy skin, contochondritis, swollen, chest pain. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), back pain ("back pain"), fatigue ("fatigue"), arthralgia ("joint pain") and depression ("depression"). The patient was treated with surgery ( to remove the essure implant). Essure was removed on (B)(6) 2017. The reporter considered arthralgia, back pain, depression, fatigue, genital haemorrhage, pelvic pain and rash to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.